Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer called to report cartridges of the same lot are leaking. The leaks with the same cartridge lot number are continuing to occur. No adverse event alleged. A request was made for the return of the cartridges.